Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The getinge stm repaired the iabp by replacing the failed oob front end board with another on a 2nd visit to the site. The iabp passed all functional and safety tests to factory specifications and was returned to the customer and cleared for clinical use. (B)(6).

Event description:
A getinge service territory manager (stm) reported that during repair of the cardiosave intra-aortic balloon pump (iabp), an out-of-box failure of a front end board occurred. There was no patient involvement and no adverse event was reported.

Event description:
A getinge service territory manager (stm) reported that during repair of the cardiosave intra-aortic balloon pump (iabp), an out-of-box failure of a front end board occurred. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The suspected failed out of box front end board was returned to getinge's national repair center (nrc) for failure analysis. A technician of the nrc inspected the board and observed no visual damage. The board was then installed into a cardiosave test fixture and tested to factory specifications per service bulletin and the cardiosave service manual; the nrc could not verify the failure of not displaying signals when doing the fiber optic test. The board passed testing. The nrc is sending the board to the supplier per procedure.

Event description:
A getinge service territory manager (stm) reported that during repair of the cardiosave intra-aortic balloon pump (iabp), an out-of-box failure of a front end board occurred. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The supplier returned the front end board to getinge's national repair center (nrc) and indicated that they were unable to verify the failure (no trouble found) and that the board passed testing. A getinge technician of the nrc installed the board into the cardiosave test fixture and tested the board to factory specifications per service bulletin and the cardiosave service manual. The board passed testing. The board will be packaged and returned to stock per procedure.